Event description:
It was reported that the patient appeared to have intermittent atrial capture and complete loss of atrial sensing. The patient presented in sinus rhythm. Unipolar atrial lead impedance was 293 ohms. Atrial capture tests showed loss of capture.

Event description:
An x-ray confirmed the lead was dislodged. The lead was subsequently repositioned.

Manufacturer narrative:
Na